Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that customer had 2 issues with foley catheters. The first issue was the pair of foley catheters had extra material in tip of the catheter, hence patient experienced discomfort when inserting the catheter for lot number ngfr2477. The second issue was that there was an extra material at half down of the foley catheter, hence patient experienced discomfort when inserting the catheter for lot number ngfs1044. No medical intervention was reported.

Event description:
It was reported that customer had 2 issues with foley catheters. The first issue was the pair of foley catheters had extra material in tip of the catheter, hence patient experienced discomfort when inserting the catheter for lot number ngfr2477. The second issue was that there was an extra material at half down of the foley catheter, hence patient experienced discomfort when inserting the catheter for lot number ngfs1044. No medical intervention was reported. Per customer via phone on 03sep2021, it was reported that halfway down the silicon foley catheter had a rubber piece was sticking out and that was uncomfortable for the patient. Per follow up via phone on 03sep2021, customer stated that there were only three foley catheters with problems. One with extra material in the tip, two with extra material halfway down. One came from lot #ngfr2477 and two came from lot #ngfs1044. No harm to patient and no medical intervention needed.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure device meets specifications. The device met relevant specifications. The product was not used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one unopened (with original packaging), two-way foley catheter. Visual inspection of the sample noted obvious observation of a small knot of material in top of the foley catheter. The small knot was measured to be (0.014"). This does meet specification stating that "flash should not be greater than 0.015¿ if flash is detected on inspection, measure with vision system 20x". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the reported event is unconfirmed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.